Manufacturer narrative:
The technician found the bed had no head hilo function. He found metal debris causing head hilo valve to stick. He removed the debris to resolve the issue.

Event description:
The technician alleged the head of bed will not raise.